Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer's biomed reported that the patient monitor had a speaker malfunction inop/ error code. The device was not in use on a patient at the time of event.